Event description:
It was reported that (1) device was about to be used during an adhesiolysis. It was reported by the affiliate that the h3tuv emits noises. An h2tuv device was used to complete the case. There was no consequence to the pt.